Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating with the bd pyxis server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the pyxis was not communicating with bd pyxis server and does not show that have refilled a medication. A technical support specialist (tss) verified and confirmed that there were no ghost pockets for medication 495. Tss backed up the database (db), rebooted the application, and confirmed that the application was running. The station last upload was not current and required manual recovery. Tss backed up the db in the d-drive and performed a manual recovery by applying the knowledge article (ka) datasyncinvaliduploadchangetrackingvalue for sr 1.6.1. Tss stored the gettx, gettxsnapshot, and recovery-by-chunks results in the d-drive, ran the truncate command from the ka, restarted data synchronization, and verified that the station was communicating. Finally, tss completed the remaining steps in the ka, rebooted the station, and confirmed that the medapp was running successfully and station was communicating. The system functioned as intended after the technical support specialist troubleshot the device.